Event description:
It was reported that prior to implant, the helix failed to extended and retracted. The lead was replaced. No adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.